Event description:
Device displaying strut damage was received at the distribution center without any information. An unexpected 2.5x32mm promus element stent was returned to boston scientific with stent damage. Additional information was requested but not available. This device is only ous approved but similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by MFR: a visual and microscopic examination identified distal stent damage. Stent struts on row 1 were raised distally and misaligned. The outer diameter (od) of the damaged section was measured using a snap gauge and measured at 0.051 inch. The od of the stent area where no damage was present was measured at approximately 0.039 inch. The maximum crimped stent profile specification for this device is 0.048 inch. Solidified contrast media was present within the inflation lumen. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).